Event description:
Patient reported to manufacturer that following hsg test, (B)(6) physician told her that she was now sterile and could rely on devices. She subsequently had an ectopic pregnancy followed by an intrauterine pregnancy. Date of and treatment for ectopic pregnancy are unknown. Second pregnancy occured approximately in (B)(6) 2011. (B)(6). Manufacturer has made numerous attempts to contact patient, but has been unable to obtain further information.

Manufacturer narrative:
(B)(4).